Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the pusher assembly of the ruby coil (ruby coil) was broken upon removal from the packaging. The damage to the ruby coil was found prior to use. Therefore, the ruby coil was not used in the procedure. The procedure was completed using new ruby coils.

Manufacturer narrative:
Results: the ruby coil was fractured 128cm from the proximal end of the pusher. The pet lock was kinked but intact on the proximal end of the pusher assembly. The embolization coil was detached inside the introducer sheath with the proximal constraint intact. The distal end of the pusher was fractured and not returned with the rest of the device. Due to the fracture, a functional analysis could not be completed. Conclusion: evaluation of the returned ruby coil revealed the pusher assembly was fractured and the embolization coil was detached. Fracture of the pusher may occur due to forceful handling of the ruby coil at extreme angles during removal from the packaging or preparation for use. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw from the distal detachment tip (ddt) and allow the embolization coil to detach. Based on the condition of the device, the pet lock damage is incidental and likely due to repackaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.